Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire. Also, the surgeon was not able to squeeze the handle. They used another stapler to resolve the issue in order to complete the case. There was no patient injury.